Event description:
The customer reported to olympus, the image with the visera elite video system center darkened and blacked out. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, noise was noted due to contact failure caused by corrosion of the video connector receiving contact, battery was depleted, and the scope connector could not be removed without the lock. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was determined that the phenomenon occurred because the video connector could not be secured properly due to corrosion on the contacts of the video connector socket or broken fall off prevention lock. The cause of the said defect could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.